Event description:
It was reported that the patient was not feeling well and presented to the ER. Upon interrogation, low impedance was observed. An x-ray was performed indicating an atrial lead fracture. The atrial lead was explanted and replaced. There were no adverse health consequences to the patient.